Event description:
Hcp reported pt is "symptomatic" pre/post refill for approximately one day. The symptoms include pain and withdrawal resulting in sleep disturbances. A follow up report will be sent when add'l info is received.